Manufacturer narrative:
The insulin pump passed the displacement test and the self test. All operating currents were within specification and no unexpected battery out limit or blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on the insulin pump had gone blank, he was sent a battery cap replacement and the display returns but after about 5 minutes, the screen will go blank again. Customer had tried 4 different batteries. Customer also reported receiving a battery out limit alarm the day of the call, he ran a self test and the insulin pump passed. Blood glucose at the time of the incident was 117 mg/dl; reading at the time of call was 134 mg/dl. Customer stated the batteries were not out of pump greater than duration allowed. The alarm history showed that the customer received multiple battery out limit alarms when batteries were out for less than one minute. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.